Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding explant details were unsuccessful. The external visual inspection revealed cut silicone overmold at the fantail region and a missing electrode ground ring sleeve. Also, surgical tool damage was observed on the seam weld as well as the top cover. Those anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical test performed. The device passed the mechanical test performed. The internal visual inspection revealed cracked conductive epoxy at the feedthru pin connection on a pin, which is believed to have occurred during revision surgery. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on some pins, which are believed to have occurred during revision surgery. The impedance measurement across the connection of some pins revealed increased impedance value. This device was explanted for unspecified reasons. However, the device was received with multiple cracked conductive epoxy joints. These are believed to have occurred due to the surgical tool damage on the seam weld and top cover during the explant surgery and contributed to the failures observed during the analysis of the device. This is the final report.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed cut silicone overmold at the fantail region and a missing electrode ground ring sleeve. Also, surgical tool damage was observed on the seam weld as well as the top cover. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The internal visual inspection revealed cracked conductive epoxy at a feedthru pin connection. The scanning electron microscopy revealed cracked conductive epoxy at some feedthru pin connections. This is an interim report.